Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, both the left ventricular and right ventricular leads exhibited oversensing and non-capture. The left ventricular lead also exhibited increased impedance. It was suspected that both leads were pulled back. Programming changes were made. The patient was stable throughout.